Manufacturer narrative:
Other text: returned device was received in good physical condition. During the evaluation of the device the customer reported condition was confirmed the pump was noisy and it was not warming. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical level 1 trauma fast flow system was turned on for around 10 minutes, however the temperature did not rise. It was also reported that the device had unusual sound from the motor. No patient consequences were reported. No adverse effects were reported.